Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 135 ohms. Technical services (ts) was consulted and recommended a commanded shock to test ability to charge and deliver without an open circuit fault code. It was also noted that pacing impedance was in appropriate number and there was good sensing and threshold. This rv remains in service. No adverse patient effects were reported.